Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and found no sharp edges on the distal end or the surrounding areas. The distal end passed the cotton test and no snagging was observed. There were minor scratches observed on the c-cover. In addition, non-olympus repairs and parts were noted on the scope bending cover and the bending cover adhesive (glue). The inspection noted kinks and buckles on light guide tube and I/t (insertion tube), below the boot on the control body side. The root cause of the reported event could not be determined, but third-party repairs cannot be ruled out as a contributory factor. The instruction manual warns users:"this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only."

Event description:
Olympus was informed that a patient sustained a grade 3 splenic laceration during a therapeutic colonoscopy with polypectomy and polyp biopsy procedure. It was reported that the patient presented to the ER post procedure with complaints of left sided abdominal pain and trouble breathing. A CT scan was performed and it confirmed a laceration had occurred. The patient was admitted to the hospital ICU for observation on (B)(6) 2016 and was then transferred to the regular medicine floor. The patient was discharged home in stable condition. Additionally, it was reported that an olympus biopsy forcep and polypectomy snare (models: unknown) were used with the scope during the initial procedure; however, it is unknown which of these three devices may have contributed to the reported event. The non olympus generator default settings were cut/effect 2/cut 150. The facility reported that the scope was visually inspected prior to the procedure with no anomalies found. This is report 1 of 3.

Manufacturer narrative:
On (B)(6) 2016, olympus received a voluntary medwatch (mw5064928) report with additional information from the user facility regarding the previously reported event. The voluntary medwatch report indicates that the patient was a female with a history of breast cancer. Olympus followed up with the user facility to obtain additional information via telephone and was informed by the risk management specialist the patient was (B)(6) at the time of the event. No further information was provided.